Manufacturer narrative:
A field service engineer (fse) replaced the patient side manipulator (psm) 3 to resolve the issue. Intuitive surgical, inc. (Isi) requested that the component be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. The probable root cause could not be determined based on the information provided.

Event description:
It was reported that during a training/demo of the da vinci system, customer stated system was showing a recoverable error. Technical support engineer (tse) instructed customer to perform a system power cycle, however the error reoccurred. Tse advised customer to reset the sterile adapter, which did not resolve the issue. Tse inquired if the pins on the carriage were all in same position and the customer stated there was one black pin blocked. There was no report of patient involvement.